Event description:
It was reported the insulin pump kept shutting off on its own. Customer stated the battery was new. No corrosion was noted. Customer inserted a new battery and display did not turn on. Customer was advised to remove battery cap and try again after a minute. The device had failed battery test for the second time on the second battery. Attempted again and the device alerted week battery about a minute of insertion. Customer's blood glucose was 5.3mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.